Event description:
It was reported that even after draining, the arctic sun device said that the tank was full and cannot not be refilled. Detected during water change. Per follow up information received via email on 06apr2023, the patient was not involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed mixing pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that even after draining, the arctic sun device said that the tank was full and cannot not be refilled. Detected during water change. Per follow up information received via email on 06apr2023, the patient was not involved. Per sample evaluation on 13apr2023, the first assessment indicated a problem with fulfillment. After a detailed diagnosis, it was found that the mixing pump was not pumping the correct amount of water. The mixing pump fault was then confirmed, and the equipment began to function properly and requesting permission to repair the mixing pump.